Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously experienced inappropriate high voltage therapy due to the right ventricular lead exhibiting oversensing of noise. The patient presented for lead revision procedure on (B)(6) 2018 and the lead was explanted and replaced. The patient was stable post procedure.